Event description:
It was reported that customer had low blood glucose of 48 mg/dl which dropped to 44 mg/dl. Customer inquired on how to suspend insulin pump until he got home. Customer reports to have taken glucose gel, but was not sure how much was taken and how much should be taken. Customer was advised that dosage recommendation could not be given. Customer was not able to find drive support cap. Customer put representative on hold on the telephone and never came back. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.